Event description:
The device was used during a segmental resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure. The hosp has reported no pt injury occurred.